Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the device was returned as part of this investigation. The coil was returned within the microcatheter and without an introducer sheath. The actuator interface was found securely attached to the coupler tube. No damages were found with the actuator interface, positive load indicator, coupler tube, break indicator and all crimps. There is no evidence of any detachment attempts by mechanical or manual methods. The axium coil was found stuck within the microcatheter and was hydrated before withdrawing from the hub with resistance felt. The coin was present and against the lumen stop. The shield coil was intact, and the implant coil was still attached to the pushwire and was found damaged and stretched with the polypropylene filament broken. The coin was pushed against the lumen stop. A manual attempt to detach the implant coil by breaking the break indicator was successful in detaching the implant coil with no is sues. Based on the analysis performed, the customer report of ¿premature detachment¿ was not confirmed. The axium implant coil was returned for analysis still attached to the pushwire. There was no malfunction of the pusher or non-conformance to specifications found. Since the introducer sheath was not returned, any contribution of the introducer sheath to the issue could not be determined. The cause of the incident could not be conclusively determined from the provided information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil detached prematurely during the procedure. There were no patient symptoms or complications associated with this event. No additional details are available.